Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral upper flanks (braline) on (B)(6) 2015 using coolcurve+ applicator, and to bilateral upper abdomen on (B)(6) 2015 using coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as a dense tissue accumulation that was palpated on the right upper flank area, the issue to the area of concern felt different in comparison to the surrounding adipose tissue, and boarders of the enlarged area were demarcated. On (B)(6) 2016, the patient was assessed by a physician who diagnosed the patient with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to bilateral upper flanks (braline) on (B)(6) 2015 using coolcurve+ applicator, and to bilateral upper abdomen on (B)(6) 2015 using coolcore applicator. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as a dense tissue accumulation that was palpated on the right upper flank area, the issue to the area of concern felt different in comparison to the surrounding adipose tissue, and boarders of the enlarged area were demarcated. On (B)(6) 2016, the patient was assessed by a physician who diagnosed the patient with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.